Event description:
It was reported that, "previous hip fracture stem subsided. A revision of the stem was completed by removing the previous hip fracture stem and placing it with a restoration ps stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer as hospital retained explants. If additional info becomes available then it will be submitted in a supplemental report.